Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between an unspecified cassette line and bag was identified which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the heater bag was empty and there was air in the drain line. An loose connection was identified between an unspecified cassette line and bag which led to the alarm. Renal therapy services (rts) advised the patient to remove all supplies and bags. Rts advised the patient to contact peritoneal dialysis registered nurse regarding the incomplete therapy. Proper procedures per the user manual were reviewed together with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.